Manufacturer narrative:
The esu (autocon) that provides power to these electrodes was over activated. The duty cycle of 25% (10 seconds on/30 seconds off) was not adhered to which caused damage to the generator resulting in a surge which damaged the electrodes.

Event description:
Allegedly, the doctor was performing a turp when he activated electrodes, 7 arced and broke inside of pt; no material fell into pt. He replaced the electrodes and went on to complete procedure. There was no injury to pt; pt condition post-op was good.